Event description:
It was reported that the original catheter had been put in upside down and backwards. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.